Manufacturer narrative:
The recipient's device was explanted. The recipient will not be reimplanted due to large amount of scar tissue. The external visual inspection revealed the electrode was sliced along the lead, severed near the array, and a migrated electrode ground ring prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires along the lead. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Event description:
The recipient is reportedly experiencing electrode migration. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly healed. This is the final report.